Manufacturer narrative:
Additional information:

Event description:
The user facility reported, the housing broke at the weld during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported, the housing broke at the weld during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient impact, no delay, no medical intervention, and no adverse consequences.